Event description:
Consumer states when raising the footend of the bed, the left side does not go up. Patient has only had the bed a couple of months. No injury reported. Advised consumer they have to contact dealer that sold bed for resolution.